Event description:
Same case the 100% stenotic, de novo lesion was located in the moderately tortuous and severely calcified external right iliac artery. The physician advanced the 7.0x40/80 sterling balloon to the lesion and on the first inflation, inflated the balloon to 12atms. On the second, third and fourth inflations the balloon was inflated to 14atms and on the fifth inflation the balloon was inflated to 12atms and ruptured. The device was removed intact. The physician then advanced a 7.0x60/80 sterling balloon to the lesion and on the first inflation, inflated the balloon to 12atms. On the second inflation the balloon was inflated to 12atms for five seconds and ruptured. The device was removed intact. The procedure was completed with the deployment of a 10x40mm non-bsc stent. No complications were reported and the patient's status is good. As: 2134265-2010-04252. It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred.

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)